Event description:
As reported, the polyethylene glycol (peg) sealant of a 6f¿12f mynx control venous vascular closure device (vcd) was observed to remain attached directly below the end of the delivery sheath white tubing after balloon deflation and pressing button 2 for device removal. The user was experienced and successfully deployed a second device. There was no reported patient injury. The device was used with a 12f sheath for a patent foramen ovale (pfo) case via right femoral vein access. There were no concerns or challenges during access or the procedure. Two devices were used in the procedure with only one experiencing the issue. The sealant did not deploy and remained attached to the device upon removal. Storage temperature did not exceed 25 °c. No resistance was noted during use. The access site was the right femoral vein, and the device was stored and prepared according to instructions for use (IFU). The device was disposed of during the procedure and will not be returned for evaluation.